Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (350 mg/dl) with a moderate level of ketones. A correction bolus via the pump was delivered to address the bg level. The contact did not know the cause of the high bg. As the high bg events had occurred in the past, tandem technical support was unable to troubleshoot and advised the contact to discuss the bg level with a healthcare provider.